Event description:
Reference number (B)(4). Event occurred in finland it was reported that the patient's infusion set detached while sleeping and the set broke off completely from the p-cap which triggered an insulin flow blocked alarm on (B)(6) 2025. The infusion set tubing was also detached. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: finland.